Manufacturer narrative:
Common device name: gastrointestinal pathogen panel multiplex nucleic acid-based assay system. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that kit bd max enteric viral panel 2 specimens were run for norovirus and came back positive after being retested one came back negative and the other was positive. The discrepant specimen was retested twice and came back negative both times. The following information was provided by the initial reporter: per customer, they tested 2 specimens on (B)(6) 2023 run 1210 and these were positive for norovirus. On (B)(6) 2023 run 1216 both specimens were repeated and one was positive but the other specimen was negative. On (B)(6) 2023, the discrepant specimen was repeated twice and both repeats were negative. Per customer, all repeats were re-inoculated and made fresh.

Event description:
It was reported that bd max¿ system, bd max¿ instrument 2 specimens were run for norovirus and came back positive after being retested one came back negative and the other was positive. The discrepant specimen was retested twice and came back negative both times. The following information was provided by the initial reporter: per customer, they tested 2 specimens on (B)(6) 2023 run 1210 and these were positive for norovirus. On (B)(6) 2023 run 1216 both specimens were repeated and one was positive but the other specimen was negative. On (B)(6) 2023, the discrepant specimen was repeated twice and both repeats were negative. Per customer, all repeats were re-inoculated and made fresh.

Manufacturer narrative:
The following fields have been updated: d1: medical device brand name: bd max¿ system, bd max¿ instrument d2a: common device name: instrumentation for clinical multiplex test systems d2b: medical device type or (procode) ooi d4 serial #: (B)(6) d4: catalog number: 441916 g5. PMA/510k info: k111860 k130470 b5. Describe event or problem:it was reported that bd max¿ system, bd max¿ instrument 2 specimens were run for norovirus and came back positive after being retested one came back negative and the other was positive. The discrepant specimen was retested twice and came back negative both times. The following information was provided by the initial reporter: per customer, they tested 2 specimens on (B)(6) 2023 run 1210 and these were positive for norovirus. On (B)(6) 2023 run 1216 both specimens were repeated and one was positive but the other specimen was negative. On (B)(6) 2023, the discrepant specimen was repeated twice and both repeats were negative. Per customer, all repeats were re-inoculated and made fresh. H3 other text : see h.10.

Manufacturer narrative:
H.6. Investigation summary: "the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)had "false positives". Customer reported that they had a suspected false positive result for norovirus while running the enteric viral panel assay. Bd quality performed review of the customer instrument database which revealed evidence of reader normalizer signal drift affecting the rox (585) signal. A bd field service (fse) was dispatched to the customer site where they performed installation of new software scripts to correct the normalizer drift issue. This complaint is confirmed by quality and service. The root cause is due to drift in normalizer signal due to rise in internal instrument temperature during pcr. An internal corrective and preventative action is open to address this issue. Sample analysis consisted of customer instrument run data files. Analysis by quality revealed evidence of reader normalizer signal drift occurring in the rox optical channel. Review of device history record for instrument (B)(6) is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument (B)(6) and one additional work order was observed on (B)(6)2023 for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. There is an open corrective and preventative action (CAPA) investigation related to this complaint.

Event description:
It was reported that kit bd max enteric viral panel 2 specimens were run for norovirus and came back positive after being retested one came back negative and the other was positive. The discrepant specimen was retested twice and came back negative both times. The following information was provided by the initial reporter: per customer, they tested 2 specimens on (B)(6) 2023 run 1210 and these were positive for norovirus. On (B)(6)2 023 run 1216 both specimens were repeated and one was positive but the other specimen was negative. On (B)(6) 2023, the discrepant specimen was repeated twice and both repeats were negative. Per customer, all repeats were re-inoculated and made fresh.